Manufacturer narrative:
(B)(4). On (B)(6) 2022 customer alleged the pump having cracked battery compartment. The pump passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, cracked battery tube threads, cracked belt clip slot, stained address/serial number label, stained end cap sticker. In summary, pump have cracked battery tube threads was confirmed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a crack on battery compartment. Customer stated that drive support cap was damaged. The blood glucose value at the time of event was 180 mg/dl. No harm and medical intervention reported. Troubleshooting was performed and customer will discontinue use of device.